Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device had labels undamaged. The customer stated problem was not confirmed and could not be duplicated. The device was tested with the supplied admin sets by the customer. During the test, the following was set: continuous rate 30 ml, pca bolus 0.05 ml bolus lock time 2 min and reservoir volume 100 ml. The result of the test is that the device is within the manufacturer's specification (28,2-31,8 ml/h). The device was found to be functioning properly and delivering within specification. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device had an under delivery issue. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device had labels undamaged. The customer stated problem was not confirmed and could not be duplicated. The device was tested with the supplied admin sets by the customer. During the test, the following was set: continuous rate 30 ml, pca bolus 0.05 ml bolus lock time 2 min and reservoir volume 100 ml. The result of the test is that the device is within the manufacturer's specification (28,2-31,8 ml/h). The device was found to be functioning properly and delivering within specification. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device had an under delivery issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-00885. The report was submitted in error., corrected data: corrected information provided in h10.